Manufacturer narrative:
This report is being supplemented to correct the h4 field that was inadvertently missed in the previous submission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A correction to the e1 "telephone number" field was made based on information available at the time of the initial report submission. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope smelled unhygienic and there was a stain on the lens. It was reported that the scope was sent to the laboratory for culture testing. All channels were sampled and there was no detection of micro-organisms present. There was no report of patient harm associated with this event.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no contaminates detected. The results obtained are in conformance with the requirement. The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of unhygienic smell and stain on lens were not confirmed. In addition, the suction cylinder had no color. Due to wear of angle wire, the play of up/down knob was out of the standard value. The plastic distal end cover had a crack. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.